Event description:
It was reported that, during patient use, the ventilator's display went blank. There was no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), backlight inverter pcbs, and graphic user interface (gui) pcb, which resolved the reported issue. The ventilator then passed calibrations per manufacturer's specification; extended self tests (est), short self tests(sst), and performance verification tests (pvt).